Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device was inserted without insuflation, and there was concern that the device was inserted too deep. Consequently, the procedure was converted to open. It was discovered that the device was inserted too deep and made a small mesenteric injury. There were no additional pt consequences. The pt is recovering well.